Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness. The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on 12/27/2016, that on (B)(6) 2016, the continuous glucose monitor (cgm) had inaccuracies compared to blood glucose (bg) meter in addition to an adverse event that occurred. The sensor was inserted in the patient's abdomen on (B)(6) 2016. The patient reported that cgm displayed value of 95mg/dl compared to bg meter after event from paramedic value of 245-280mg/dl. On (B)(6) 2016 at approximately 3:30 pm the patient's wife found the patient on the floor unresponsive, wife gave the patient icing, oj, jelly, and honey. The patient's wife called the paramedics and about 7-8 minutes later. The paramedics gave the patient an IV with unknown fluids and then about 15 minute later the patient's blood glucose values were in the 200's. The patient refused to go to emergency room (ER). At time of contact the patient's condition was good. No additional event or patient information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined. It was reported that the patient did not enter fingerstick values into the cgm device promptly and accurately. It was reported that the patient had taken medication(s) that contain acetaminophen. Labeling indicates: make sure you have not taken any medications containing acetaminophen (such as tylenol). Labeling indicates: to calibrate the system, enter the exact blood glucose value that your blood glucose meter displays within 5 minutes of a carefully performed blood glucose measurement. Entering incorrect blood glucose values or blood glucose values from more than 5 minutes before entry might affect sensor performance, and you might miss a low or high blood glucose value.